Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) displayed an electrical reset message. The device's mode went to its original factory settings and needed to be set back to the patient's parameters. The caller was walked through reprogramming the device. The device remains in use. No patient complications have been reported as a result of this event.